Event description:
The customer reported that there was a motion error that caused a loss of motorized movements. This would lead to loss of motorized movements. Complete loss of motorized functionality may result in inability to obtain images. There is no report of injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The rui was evaluated and replaced. The system was tested, found to be working as intended and returned to service.